Event description:
It was reported that on (B)(6) 2021, a patient's right ventricular lead was explanted and replaced with a new lead due to an unspecified sensing and/or threshold issue. Further information has been requested, but none has been provided so far.